Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain. It was reported that the neurostimulator (ins) did not seem to be working. The patient confirmed they were not getting therapy from device. Consumer reported that the patient had a little fall the other day, and noticed all of a sudden, patient no longer had therapy from device. It was reported the patient was trying to charge but it had a software problem. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that he didn't know the cause of the neurostimulator (ins) not working and no longer getting therapy from the device. The patient also didn't know what actions/interventions were taken to resolve the issues. No further complications were reported.